Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H.4. Device manufacture date: unknown. H.6. Investigation summary: no samples were received for investigation of complaint reference (B)(4) reported via post market survey; however the customer suggested that leakage was identified during use of a bd smartsite vial access device. No further information was available to assist the investigation in this instance. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. H3 other text : see h.10.

Event description:
It was reported that during use with an unspecified bd smartsite¿ bag access device vented leakage occurred. There was no patient or user impact. The following information was provided by the initial reporter: verbatim: clinician experienced: leakage: serum. Did not lead to harm.